Event description:
It was reported that during the procedure the tip of the catheter broke inside the patient. Physician tried for almost one and half hours to get the tip out and the broken tip was taken out. The patient had good collaterals and thus was okay after the procedure.

Manufacturer narrative:
Based on the further review of the event clarified that it took one and half hour to take out the broken tip. Therefore the event meets the criteria for adverse event /surgical injury. Expiration date: added. Device evaluated by mfg :update. Summary attached: updated. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the distal tip of the distal access catheter (dac) had some kinking/bending noted at 8mm from the distal end and the distal tip with radiopaque (ro) marker was detached. During functional testing the device was flushed without difficulty. A patency mandrel experienced friction at the distal tip due to the damage noted. As per the additional information, the device was confirmed to be in good condition after unpacking and before the use of the device and the device was prepared as per the device direction for use (dfu). There was resistance experienced in the attempt to remove the axs catalyst. The distal end of the dac was noted to be deformed and the distal tip was detached with the ro marker. Based on the device analysis and the available, it is probable that the device was damaged during removal from patient. An assignable cause of procedural factors will be assigned to the as reported catheter break.

Event description:
It was reported that during the procedure the tip of the catheter broke inside the patient. Physician tried for almost one and half hours to get the tip out and the broken tip was taken out. The patient had good collaterals and thus was okay after the procedure.